Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Visual inspection: the main body of the instrument had signs of consistent use and normal wear. It was observed that the distal tip of the inner shaft (hexalobe tip) was not returned; therefore, functional inspection could not be performed. Device and complaint history records were reviewed, and five (5) similar complaints were identified. No relevant manufacturing issues were identified. Since the hexalobe tip of the inserter was not returned with the instrument, the root cause of the failure mode could not be determined. Ensuring that the screw is securely engaged in the inserter tip can assist in distributing forces evenly throughout the screw/inserter interface and reduce torque overloading.

Event description:
This report summarizes <noe> 1 </noe> malfunction event where an everest spinal system locking screw inserter jammed intra-operatively. Surgery was successfully completed with a 15-20 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of investigation.

Event description:
This report summarizes <noe> 1 </noe> malfunction event where an everest spinal system locking screw inserter jammed intra-operatively. Surgery was successfully completed with a 15-20 minute delay. No adverse consequences or medical intervention were reported.